Event description:
In 2009, the pt reported she woke up with an elevated blood glucose reading of 240 mg/dl with her target range being 100-110 mg/dl. Symptoms are nausea, blurred vision, and burning in her legs. She corrected her reading by bolusing 2 units of insulin. She said her cartridge and infusion set were changed 2-3 days ago and her sites are "pretty used up" as she had a lot of scarring from recent surgery. A courtesy infusion set insertion device was sent to the pt. On follow up with the pt at about 3 days later, she stated there is condensation in the cartridge chamber of her infusion device that appeared last night. She said her blood glucose this morning was 270 mg/dl and her "belly hurt." The pt ended the call as she stated "I really feel sick." She stated she will call back when she feels better. Later the same day, the pt called back and stated she uses room temperature insulin to fill her cartridge. She stated she inserts the cartridge into her device before she attaches the tubing and the adapter. She was advised to connect the adapter and tubing to the cartridge prior to inserting it. She stated she had never changed the adapter and was advised of the proper change schedule. She stated her current blood glucose is 127 mg/dl. The pt changed the adapter and successfully primed her infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.